Event description:
It was reported that the lead had dislodged. The patient did strenuous lifting only 10 days after implant. Lead revision scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.